Event description:
It was reported during the implant procedure that there were several attempts made to position and fixate the leads. Each time the stylet was removed the leads would 'flick out of position' and the physician questioned whether the helix was extending and retracting. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 360 mg/dl and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.